Manufacturer narrative:
The astral device was returned to resmed for an evaluation. Review of the device data logs could not confirm the reported internal battery inoperable alarm but did reveal the occurrence of a battery depleted alarm. The investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an battery inoperable alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an battery inoperable alarm. There was no patient injury reported as a result of this incident.